Event description:
The complainant reported that a patient had a prima zi abutment placed at (B)(6) on (B)(6), 2009. The abutment was reported to have fractured ion (B)(6), 2011. There was no indication from the complainant of any adverse effect to the patient as a result of the reported abutment fracture.

Manufacturer narrative:
The upper portion of the zi abutment was returned with the crown still attached, the lower portion of the abutment and the abutment screw were not returned. Due to the inherent nature of materials used for ceramic abutments, failures of this nature are not unexpected. Modification to the wall thickness can lead to abutment fracture. Microscopic analysis of the returned product associated with this complaint revealed reduction of the wall thickness on one side of the abutment, therefore, the root cause of this failure could potentially be attributed to operational context. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date. Keystone dental reference: complaint number (B)(4).